Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The device trained customer reported the suspect device/component will be re-worked and tested. However, no component is available for analysis. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a low peep, circuit occlusion, and circuit disconnect display alarm on this ventilator display. Additionally, the unit was constantly auto-triggering and the alarms were continuous. The customer reported no known patient event with this issue.